Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, CT scan revealed that the limbs of the filter extends slightly beyond the margin of the ivc. Therefore, the investigation is confirmed for filter limb perforation. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 10/2016.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prophylactic; pulmonary compromise, status post CABG with immobility. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.